Event description:
The physician attempted ateriotomy closure using a techstar xl 6 fr device. The device was positioned antegrade, the needles were deployed and the posterior needle stuck the barrel. Needle back down was unsuccessful. The pt was taken to surgery for device removal abd arteriotomy closure. Surgery was successful.